Event description:
During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During procedure, it was noted that the catheter flushing port was not working properly. When connecting the syringe to flush port and pushing, it seems to stop shortly after, with no water flushing through the catheter tip, like some pressure or mechanism is stopping the flow. Same behavior was observed when catheter was pulled out of patient and tested. The procedure was completed using another device. The catheter is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information added to b5: describe event or problem.

Event description:
During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During procedure, it was noted that the catheter flushing port was not working properly. When connecting the syringe to flush port and pushing, it seems to stop shortly after, with no water flushing through the catheter tip, like some pressure or mechanism is stopping the flow. Same behavior was observed when catheter was pulled out of patient and tested. The procedure was completed using another device. The catheter is expected to be returned. It was confirmed that no patient complications occurred.

Manufacturer narrative:
Upon device return and inspection, no outer abnormalities were observed. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. Irrigation was observed in undeployed state, but not in basket and flower shape. The catheter was dissected for further inspection. It was observed that there was a kink in the flush lumen.

Event description:
During an atrial fibrillation ablation, a farawave ablation catheter was selected for use. During procedure, it was noted that the catheter flushing port was not working properly. When connecting the syringe to flush port and pushing, it seems to stop shortly after, with no water flushing through the catheter tip, like some pressure or mechanism is stopping the flow. Same behavior was observed when catheter was pulled out of patient and tested. The procedure was completed using another device. The catheter is expected to be returned. It was confirmed that no patient complications occurred.